Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections; subsequently, bleed back was noted. The customer reported, unspecified plumset tubing sets were connected to one of two female luers on the 3-way stopcock of the extension sets to deliver normal saline. The second female luers were capped. After an unspecified length of time in use, the customer contact indicated, that the caps on the second female luers were reportedly "popping off." It is reported that normal saline leaked an bleed back was noted in the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.